Manufacturer narrative:
.

Event description:
The patient reported, she experienced a shock approximately one month ago, at store, stating that she had forgotten to turn her stimulation down or off before entering the store. The pt has an appointment for follow-up with the physician to check the device and for "resolution process of adjustments and mapping pain pathways" because adjustments haven't reached all the areas needed. Additional information has been requested from the physician. See MFR report number 3004209178200701869.